Manufacturer narrative:
Replace with: this report is for unknown plates: cmf. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown when infection started. This report is for unknown psi (B)(4) peek implant/unknown lot number. PMA / 510k#: unknown. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who underwent surgery for repair of cranial defect on (B)(6) was admitted to the emergency room on (B)(6) 2018, with an infection and was subsequently revised that day, the peek psi implant was removed to allow the active infection to heal; no additional implants were placed. The surgery was successfully completed with no intraoperative events or surgical delays. The patient will be revised once she has healed. The device is not available for investigation. All available information has been reported. This complaint involves (2) device. This report is 1 of 2 for (B)(4).